Event description:
Doctor reported event of myocardial infarction/cardiopulmonary arrest from journal article, "predicting risk for serious complications with bariatric surgery", annals of surgery, vol 254, number 4, october 2011. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 1 case of "myocardial infarction/cardiac arrest" listed in table 2 of the article.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Myocardial infarction/cardiac arrest is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of myocardial infarction/cardiac arrest as follows: the lap-band ap system is contraindicated in: 2. Pts with severe cardiopulmonary diseases or other serious organic disease which may make them poor surgical candidates.